Event description:
It was reported that the attachment is stuck in the drill.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional device: (B)(4) lag screw step drill gamma3 ?10.5x495 mm lot no. K885173.